Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out the physician noted that the right atrial lead exhibited an insulation abrasion. The lead was successfully capped and replaced successfully on (B)(6) 2016. No patient symptoms were reported.